Event description:
Patient's mother contacted dexcom to report early sensor shut-off after calibration.

Manufacturer narrative:
No acetaminophen ingested. Patient has a lot of scar tissue on abdomen. Replacing sensor.